Event description:
Patient was admitted for repeat bladder neck suspension due to recurrent stress incontinence. Previous surgery was done in 2004. During surgery, it was noted that the tvt had eroded the bladder wall and the pt had chronic infection in that area. A portion of the tape was removed; however, the majority of the tape was encased in tissue. A repeat tape procedure could not be done at this time until the infection is cleared and the erosion has healed.